Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl and low blood glucose of 54 mg/dl. The customer stated that they treated the low blood with glucose tablets and was also able to treat the high blood glucose. The customer declined to troubleshoot for high and low blood glucose. The customer also reported that they were having issues with the transmitter. The insulin pump will not be returned for analysis.